Event description:
Caller reported that the cartridge was not fitting properly on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Caller removed an o-ring from the pneumatic tap and cleaned the area as instructed by technical support. After inspecting the cartridge, caller reloaded it successfully and resumed insulin therapy.